Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and decreased urine output. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was unknown if the patient¿s hospitalization was prolonged due to the peritonitis. The cause of the peritonitis event was unknown. The patient was treated with vancomycin (dose, frequency, duration, and route not reported) for the event. Dianeal and extraneal therapies were ongoing. At the time of this report, it was unknown if the patient was recovering from the peritonitis. No additional information is available.